Manufacturer narrative:
This report is for two (2) unknown guiding blocks. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for two (2) unknown guiding blocks. PMA/510(k) number is not available. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on an unknown date, an unknown guiding block for a variable angle locking compression plate (va-lcp) two column distal radius plate did not fit correctly on the two (2) plates. An unknown screw to fix the guiding block on the plate was too long resulting in the plate cannot be placed properly on the bone. It is unknown if there was a surgical delay. Patient status and surgical outcome were unknown. This report is for one (2) unknown guiding blocks. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Six (6) guiding blocks were used in the procedure. The procedure was successfully completed using a plate with no guiding block. There was no patient harm or intervention required. This report is for a guide block for 2 column plate 6 hole head/right. This is report 3 of 8 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 03.111.600, lot 14-3995: manufacturing site: selzach. Supplier: leitner ag. Release to warehouse date: april 09, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was completed: six (6) guiding blocks were returned by customer complaining that the set screws are too long. Parts were forwarded to the responsible product development center for evaluation. The visual inspection confirmed that the shaft of the set screws is twisted - this can be seen by the shape of the laser etching. The review of the production history revealed that all of these guiding blocks were manufactured according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Furthermore, these instruments are function checked per 100% before they leave the manufacturing site. A review and measurement of the returned parts showed that the screws were overloaded, which led to the twisted and extended shaft of the screw. This extension caused the set screws to protrude the bottom of the plate, which prevented proper placement of the plate on the bone. These are not fixation screws but only set screws that are not suitable for high loads. Therefore, the design does not contribute to the reported failure. By over-tightening the set screws, the user elongated the screw shaft. No manufacturing or design related issues that would have contributed to this complaint were found; the damage occurred is determined to be post production/acceptance criterias. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.